Manufacturer narrative:
Arjo was informed about an event involving enterprise 9000x bed. It was reported that the backrest and knee section of the bed started to move unintentionally. The situation happened while the device was prepared to be used with the patient. There was no patient involved. The device was evaluated by an arjo service technician. The visual and functional tests showed that all functions were working in accordance with the manufacturer's specifications. The reported unintended movement could not be recreated. The service technician indicated that it is possible that the head rail contour button was inadvertently pushed against an object in the room. The instructions for use (IFU) dedicated to enterprise 9000x bed (746-591-en-3) include warning: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement." Due to the fact that the reported movement could not be replicated during device evaluation, it was not possible to determine the exact cause of this issue. The review of post-market surveillance data and regression analysis conducted revealed that there was no significant trend observed concerning complaints on the unintended movement of the bed. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the unintended backrest and knee section movement. There was no patient involved when this situation occurred. Upon the conducted investigation and bed inspection done by the arjo representative, we were unable to determine the exact root cause of claimed failure. The reported malfunction was not recreated during testing. The device backrest and knee section were reported to move on its own and from that perspective, the enterprise 9000x bed did not meet its performance specification.

Manufacturer narrative:
The investigation is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
Following information reported, the backrest and knee section of the enterprise 9000x bed raised unintended. There was no injury or other medical consequences reported.